Event description:
A pt fell out of the access door of an incubator. Bio-med evaluated the device and found the following: three of the latches were found to require the operator to push on the door to fully engage the latch, a simple flip of the door would only halfway engage the door latch. These were replaced.